Manufacturer narrative:
An event of paravalvular leak was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. The information from field also indicated the valve was recaptured once and was implanted at around 3mm. Based on the measurements provided by the field, the correct size valve was chosen for the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The annulus perimeter was 74.8mm, and the diameter was 23.8mm. During the procedure, a pre-implant balloon valvuloplasty was performed. The valve was deployed to 80% depth, and the initial depth in cusp-overlap view was 3mm. In alternate view was assessed as 3mm as well for both the non-coronary cusp and the left coronary cusp. It was noted that there was a significant perivalvular leak, and the patient was symptomatic with this. The valve was recaptured and deployed to 80% at a slightly deeper depth. The patient exhibited significant pvl. The patient became hypotensive and required significant recovery time to return to a stable blood pressure. Small amounts of phenylephrine was used as a bolus to aid in the recovery. The valve was removed, and a 23mm non-abbott transcatheter valve was implanted. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.